Event description:
It was reported that in the angio room at pretest, the balloon did not inflate. The kit was not used. There was no delay or pt complications.

Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.